Event description:
The event occurred on an unspecified date and involved a 6" smallbore trifuse ext set w/3 microclave®, 0.2 micron filter, 3 clamps, rotating luer. The customer reported that the tpn was noted to be leaking from tpn filter on trifuse. The patient glucose was checked due to compromised fluids administered to baby. Sterile line change was performed two days early as a result of trifuse failure. There was patient involved; harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.